Event description:
Report 2 of 2. This is a non-us event. This occurred in canada. Consumer reported upon removal of an unspecified number of super absorbency tampons, the string separated from the pledget. She manually removed the pledget in two pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.